Event description:
It was reported that the clinician called inquiring whether a red alert notification had been sent to their voicemail for a transmission. The clinic had the notifications options set to voicemail and e-mail; however, there was no record of a voicemail. Investigation determined that notifications were sent to a third party, which did deliver the notifications via voicemail and e-mail. Technical services explained that if the alert is directed to an answering service and a prompt needs to be selected to get to the voicemail, the notifications will not be delivered as they cannot choose a prompt. It was suggested that the clinic send test notifications to ensure their process. No patient complications were reported as a result of this event.

Event description:
The clinician called inquiring if a red alert notification had been sent to their voicemail for a transmission. The clinic has the notifications options set to voicemail and e-mail; however, there is no record of a voicemail. Investigation determined that notifications were sent from medtronic, to a third party, which did deliver the notifications via voicemail and e-mail. Technical services explained that if the alert is directed to an answering service and a prompt needs to be selected to get to the voicemail, the notifications will not be delivered as they can't chose a prompt. It was suggested that the clinic send test notifications to ensure their process. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.